Event description:
It was reported that the distractors were implanted on the left and right maxilla. Alignment rods were applied to the distractor to determine the correct vector and one of the distractors snapped. There were only 2 x 25mm distractors on the set. The set was originally incorrectly restocked with 4 x 15mm distractors, and no 20mm distractors. Therefore the 25mm distractors could only be changed for a 15mm distractor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The additional evaluation visual inspection revealed that the housing of the distractor body is broken and the threaded shaft is badly bent. We do suppose that these damages were caused due to too much mechanical force using the alignment rods. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.